Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu1755 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recu1755) have been reported from the same facility.

Event description:
It was reported that the patient received d10, norepinephrine, IV fluids, electrolytes in the PICC and had a cmp (complete metabolic panel) drawn from the PICC that provided inaccurate test results (abnormally high for the patient's trends). Peripheral blood draws were done and provided results consistent with the patient's lab trends. The facility's process for drawing labs from a PICC are to flush the PICC with 10 ml ns, waste minimally 5 ml blood, draw labs via vacutainer or syringe (depends on if going in tube vs glass bottle) and flush with 10 ml. When the lab results came back erroneously, a re-drawn was done. The nurse paused the IV fluid for a longer period and wasted 15 ml of blood but the results were still abnormally high. Nurse reports the blood was drawn without hemolysis occurring.